Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to pump not working properly, caused by a kink; the pump was repositioned. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.